Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with returned device. Failure event observed during analysis. Final analysis found that only the connector end of the lead was returned. Insulation degradation was found at 4.8 cm from the connector pin. (B)(4). (B)(6).